Manufacturer narrative:
An internal investigation was initiated to determine the cause of the adverse event. However, inogen is not the manufacturer of this device. Therefore information is excluded from the report. Inogen will write a supplemental filing with any additional information gathered.

Event description:
It was reported on (B)(6), 2022, the patient experienced confusion, nausea, and couldn't breathe. In turn, the patient's husband took her to the emergency room. Reportedly, doctors prescribed the patient antibiotic and steroids. The patient was discharged. Later the patient was admitted to the hospital on (B)(6), 2022. It is unknown if their was an alleged malfunction against the device.